Manufacturer narrative:
The investigation is on-going. A follow-up emdr will be provided within 30 days of submission of this report.

Event description:
During a percutaneous endoscopic gastrostomy , the physician used a cook peg 24 percutaneous endoscopic gastrostomy set - pull. It was reported as per physician after skin incision, at the time of initial puncture of skin the sheath coiled over the needle, hence the puncture done without sheath, thereby creating full thickness perforation. The procedure had to be abandoned and repeat puncture done by different needle and sheath and procedure completed. A section of the device did not remain inside the patient¿s body. The patient required initial puncture site sutured with silk due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the picture provided with this report because the product said to be involved was not provided to cook for evaluation. A photo of the lot number was not provided. The report was confirmed with the picture provided. The picture shows the trocar with the white sheath accordioned and pushed back along the length of the needle. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on the photo provided and statements describing the event. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The IFU warns, "visually inspect with particular attention to kinks, bends, and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." Prior to distribution, all peg 24 percutaneous endoscopic gastrostomy set - pull are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.